Event description:
It was reported the gastrointestinal videoscope exhibited a communication error. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E.1. Initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water invasion of the scope connector may have caused short circuit on the printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.